Event description:
A report was received that during a permanent implant procedure, the patient had a spinal fluid leak. The physician inserted dural-seal sealants to fix the leak. Nothing was implanted in the patient and the procedure was aborted.